Manufacturer narrative:
H10: h6: the accu-pass str shuttle 45 deg lft curve p/n 7210423 was not returned for evaluation. Without the reported product, a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. The information provided states that ¿that during a surgical procedure, an accu-pass left 45 ° was used to pass the suture points of the anchor in the "labrum" tissue. When the point was passed, the accu-pass was rolled so that the monofilament came out, it was recovered but when pulling it, only half came out because it was locked and it did not advance anymore. When trying to remove the accu-pass from the tissue without the monofilament, the tissue was torn and an anchor point was lost¿. An exact root cause cannot be determined with confidence; however factors that could have contributed to the reported event include: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device¿. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, similar complaints of this failure mode were found. Further investigation is not warranted at this time.

Event description:
It was reported that during a surgical procedure, an accu-pass left 45 ° was used to pass the suture points of the anchor in the "labrum" tissue. When the point was passed, the accu-pass was rolled so that the monofilament came out, it was recovered but when pulling it, only half came out because it was locked and it did not advance anymore. When trying to remove the accu-pass from the tissue without the monofilament, the tissue was torn and an anchor point was lost. The procedure was successfully completed using a back-up device. It is unknown if there was any delay as a result of the device malfunction. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.